Manufacturer narrative:
(B)(4) clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the device was half deployed and the prongs were locked into the capsule. It was also noticed that the cross pin was separated from the slider and still attached to the control wire. There was a kink in the control wire. Functional evaluation found that the prongs could not be opened. The clip assembly could be deployed by hand with difficulty. Based on the condition of the returned device, the reported failure could not be confirmed. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used for a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was unable to open or deploy. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be not injured. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a resolution clip device was used for a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was unable to open or deploy. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be not injured. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.